Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure was removed). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205).company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ it was most painful during periods"), genital haemorrhage ("abnormal bleeding (general)") and nephrolithiasis ("kidney stones") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included missed abortion, endocervical curettage, benign cervical tumor, chronic cervicitis and multiparous. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as nitrofurantoin (macrobin). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / I thought it was normal. I never had a normal period when had the coils in, now that it's removed its regular"), dysmenorrhoea ("dysmenorrhea (cramping) / it started when I had it implanted and it never went away") and alopecia ("hair loss/ started almost immediately") and was found to have weight increased ("weight gain / this started almost immediately"). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse) / it felt like my uterus was so heavy, it hurt as if I was bloated"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced nephrolithiasis (seriousness criterion medically significant) and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti, bladder infections"), cystitis ("infection (bladder/ urinary tract/vaginal): uti, bladder infections"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and headache ("migraines / headaches"). The patient was treated with surgery (exploratory laparotomy, tubouterine implantation bilateral, essure was removed). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown and the nephrolithiasis, vaginal haemorrhage, menorrhagia, urinary tract infection and cystitis had resolved. The reporter considered alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, nephrolithiasis, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: * on (B)(6) 2015: endometrial products of conception inflamed degenerate. On (B)(6) 2015: each essure device projected into the isthmic portion of each tube for approximately 1cm and approximately 9cm of fallopian tube projected beyond each device. The fallopian tubes were transected and both the inner and outer coils of the essure devices were extracted. A bilateral tub uterine implantation was performed through bilateral corneal uterine incisions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. On (B)(6) 2007: laparoscopy - tubal fulguration (2 week f/u visit hysteroscopic tubal occlusion with essure device on (B)(6) 2006.). Procedure - hospital notes: returns for follow-up. Patient was seen at ER one week ago with fever found to be secondary to recurrence of kidney stones. No problems after essure. Concerning the injuries reported in this case, the following ones were described: missed abortion, endocervical curettage, benign endocervical tumor, chronic cervicitis, multiparous in patient¿s medical records. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- " abnormal bleeding (vaginal, menorrhagia) / I thought it was normal. I never had a normal period when I had the coils in, now that it's removed its regular" outcome updated to "recovered/resolved" from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and nephrolithiasis ("kidney stones") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as nitrofurantoin (macrobid). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti, bladder infections"), cystitis ("infection (bladder/ urinary tract/vaginal): uti, bladder infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (exploratory laparotomy, tubouterine implantation bilateral, essure was removed). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown and the nephrolithiasis, urinary tract infection and cystitis had resolved. The reporter considered alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, nephrolithiasis, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new reporter, patient demographic information, product indication, onset dateupdated, concomitant drugs and disease, new events vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhea, dyspareunia, fatigue, alopecia and nephrolithiasis added. Outcome for the events urinary tract infection, cystitis and nephrolithiasis added as recovered / resolved. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.